Manufacturer narrative:
A leak test was conducted in order to locate the source of the internal corrosion, a tear in the unexposed portion of the soft cannula was observed, where it was observed to leak. The internal tears and subsequent leak can be confirmed as the cause of the reported not sure delivering insulin complaint, internal corrosion as well as data loss. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 457 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.